Manufacturer narrative:
Physio-control evaluated the quik-combo adult pacing/defibrillation/ECG electrodes and the quik-combo therapy cable that were returned. No discrepancies were observed for the quik-combo adult pacing/defibrillation/ECG electrodes. Physio determined that the cause of the reported issue was due to the quik-combo therapy cable being worn. Connector pins, designators 1, 2 and 4 were missing their inner contact leafs and did not retain contact. Pin 3 had little contact retention. This caused the quik-combo therapy cable to have poor or no electrical contact.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's lifepak 15 monitor/defibrillator was used to treat a patient. The customer had connected the quik-combo adult pacing/defibrillation/ECG electrodes to the patient's chest and to the therapy cable. When they tried to charge defibrillation energy, the device prompted connect electrodes. The connections were checked and a second attempt was done. The device prompted connect electrodes again. The quik-combo adult pacing/defibrillation/ECG electrodes were removed and replaced by electrodes from the fire brigade. The device recognized the connected electrodes, and charged and shocked defibrillation energy. A second shock was administered. When the quik-combo adult pacing/defibrillation/ECG electrodes were tested after the event, they were recognized by the device. There was no adverse patient outcome.